Event description:
Revision surgery - the patient repeatedly dislocated. The doctor replaced the stem, shell, and liner.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 2.9 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 30th complaint for this part number (13 dislocation, five disassociated, four infection, one impingement, one pain, one non-assembly, one broken screw, on limited range of motion, one loose joint, one subluxation), first for this lot number. The root cause was not determined with confidence. There is not indications of a product or process issue affecting implant safety or effectiveness.